Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot), d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '301019008, exped verse nav driver - shaft¿ had inability to assemble. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the exped verse nav driver ¿ shaft would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. A visual inspection of the returned exped verse nav driver - shaft revealed no signs of nonconformance. This complaint was reviewed with rnd team. The video evidence shows that the exped verse nav driver - shaft is not rotating at the same rate as the modular handle when the surgeon turns the handle, also it shows that they are periodically contacting the sleeve with their hands and that this contact is arresting this synchronous rotation (causing it to disengage the screw). The recommended hand holding technique is to have the array come between the four digits of the non-dominant hand and to hold that trajectory as required while holding the array toward the camera giving more consistent insight as to the location of the driver and screw tip. In the video it shows that the surgeon's hand position is quite low. The surgeon is welcome to maintain that position, but they must be cognizant that they are gripping the sleeve enough to loosen it a dimensional inspection was performed and met specifications. The overall complaint was confirmed for the device. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for exped verse nav driver - shaft was conducted identifying that lot number pu140548 released in one batch. ¿ batch 1: lot qty of (B)(4) were released dec 6, 2024 with no discrepancies. Supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 and h4, corrected: d4 (primary UDI number). H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. A visual inspection of the returned exped verse nav driver - shaft revealed no signs of nonconformance. The video evidence shows that the exped verse nav driver - shaft is functioning properly. It appears that the exped verse nav driver - shaft is being assembled with a handle and screw; therefore, we cannot confirm any assembly issues, as it is properly attached to the mating components (handle and screw). The interaction between the exped verse nav driver - shaft and the verse sleeve is working smoothly, and the locking mechanism works without problems. A functional test could not be performed because the associated handle and screw was not returned for examination. The distal tip and the proximal end have no defects. A dimensional inspection was performed and met specifications. The overall complaint was not confirmed as the observed condition of the verse sleeve would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for exped verse nav driver - shaft was conducted identifying that lot number pu140548 released in one batch. Batch1: lot qty of (B)(4) units were released dec 6, 2024 with no discrepancies. Supplier: (B)(4). Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the crossnav screwdriver tends to un-tighten itself from the screw at some point during the screw insertion. No impact on patient, no impact on the surgery. The surgeon is concerned with the screws properly attached/secured onto the screwdriver as described in the surgical technique. No surgical delay. Procedure completed successfully.